Event description:
It was reported that during implant procedure, the aveir leadless pacemaker failed to capture. Upon attempting to map in another location, it was found that the device had perforated the cardiac tissue. It was elected to abandon the procedure on (B)(6) 2025. The patient was stable.